Event description:
It was reported that the pt is a bilateral user and the left side implant stopped working on (B)(6) 2012. The audio processor was removed and replaced 20 minutes later, but the pt was still not able to hear. The pt saw her audiologist on (B)(6), the audiologist tried increasing the gain on the left side, but the pt was not able to hear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.